Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit shutdown on patient due to batteries dying.  It was swapped out. There was no harm reported.

Manufacturer narrative:
Corrected fields: d4. Updated fields: b4, d9, g3, g6, h2, h3,h6(type of investigation, investigation findings, investigation conclusions),h11 a getinge field service engineer (fse) evaluated the unit, but was unable to duplicate the reported malfunction. The fse stated that the batteries were fully charged upon arrival onsite. The fse verified that the batteries were charging and cycling correctly. The power activity logs showed that the customer had unit running on the batteries for over two hours. The fse educated the customer on properly charging the unit. The unit passed all functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for use.

Event description:
N/a.